Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a calibration error and threshold suspend. The customer was new to using the pump and wanted assistance programming the pump. The patient's blood glucose level was at 51 mg/l. The customer was assisted with trouble shooting the pump. No further information was provided.